Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with their general practitioner with an infection that developed at the infusion site (leg) while wearing the pod for longer than 72 hours. The site was reported to be inflamed with purulent discharge, it was also described as an ulcer. It was also reported that the patient¿s blood glucose levels rose to 16 mmol/l (288 mg/dl). The patient¿s caregiver attempted to treat the infection with topical fucidin ointment (fusidic acid) which they already had at home. However, this treatment did not resolve the infection, the patient was then seen by their general practitioner who diagnosed inflammation and prescribed a 10-day course of flucloxacillin to be taken three times a day. The pod was disposed of by the patient¿s caregiver.